Event description:
User having issues with qc for multiple assays and precision issues for creatinine and cholesterol. One patient sample involved. Initial creatinine result of 0.2 mg/dl was released to the physician, was questioned and reran. Repeat recovered 1.2 mg/dl. User states he does not believe the patient was treated based on the initial result. The field service representative determined there was a problem with the r1 dispense and corrected a fluidic issue with the r1 reagent line. Performance tests were performed.